Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to cracked motor flex traces. The insulin pump was unable to perform displacement test due to motor error alarm.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 368 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with insulin. The customer stated that the drive support cap appeared normal. The customer stated that they were unable to rewind the insulin pump. The customer stated that the insulin pump was exposed to MRI. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.